Manufacturer narrative:
Per the instructions for use (IFU), hypotension is a known complication associated with standard cardiac catheterization, balloon valvuloplasty (bav), the use of anesthesia, aortic valve replacement and bioprosthetic heart valves. Hypotension is extremely common during valve implant procedures and has multiple potential etiologies. In this case, the patient's intraoperative hypotension was attributed to long pacing runs during the case. Other potential causes/contributing factors include the patient's significant cardiac history (valve disease, cad, atrial fibrillation) anesthesia, and the procedure itself. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported by the edwards field clinical specialist (fcs), during a transapical transcatheter aortic valve replacement (tavr) procedure after the balloon valvuloplasty (bav) was performed the patient became hypotensive and required cardiopulmonary resuscitation (CPR) and cardiopulmonary bypass (cpb) initiation. The sapien valve was successfully implanted and per additional information received the (B)(6) female patient was doing following the tavr procedure. This event was attributed to long pacing runs, which resulted in prolonged hypotension leading to hemodynamic collapse. Per case summary, the balloon valvuloplasty was performed under rapid pacing and thereafter the patient remained hypotensive. Vasopressors were administered the team continued to move forward with valve deployment. With the sapien valve across the native valve, the patient's blood pressure remained labile. Prior to valve deployment the patient's blood pressure was 82/40mmhg and rapid pacing was initiated. The valve was successfully deployed and the balloon was withdrawn. The patients bp remained low (36/20mmhg) following removal of the device. CPR was initiated in order to circulate the vasopressors. Coronary artery injection was performed to assess flow and no obstruction was noted. Cpb was initiated and the patient's condition improved. Angiogram of the deployed sapien valve revealed trace central leak, and no paravalvular leak. The patient was weaned off of cpb and sent to the ICU intubated in stable condition. All access sites were surgically repaired and the epicardial pacing wires were left in place. Final procedural vitals: bp 102/60mmhg, cvp 16, and the patient was paced at a rate of 80 beats per minute.